Event description:
Customer reported the alarm has no sound, not even with new batteries. Customer did not provide the date of event. No patient incident or injury reported.

Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: this report is being made based solely on the customer reported issue. (B)(4).